Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in (B)(6) reported that the rd900aeu neopuff infant resuscitator's gas inlet port was broken. There was no reported patient involvement.